Event description:
It was reported that the customer had beeps without a message in the display of the insulin pump. No butters were pressed or accidentally pressed. Insulin pump was not suspended and there were no alarms in the memory. Customer had no information in the pump status and no open or closed circles. Customer stated that the issue occurred during normal use. Customer insisted on changing the pump. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.